Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced and the device was recalibrated to address the issue.